Event description:
It was reported that following cardioversion, the pt was taken to a stereotactic room where a strong magnetic field was present. At the time the physician was unaware the pt has an implanted pump. The pt's pain returned and there was question as to whether the magnetic field in the room could have caused an over or underdose. The magnetic field in the room was not as strong as a MRI. At the time of the report, the pt was in recovery. The pump had not yet been checked. Multiple attempts to f/u were attempted. No further info was able to be obtained. No pt identifiers were known.